Event description:
User reported that the cardioplegia pump failed when attempting to give cardioplegia. While there was no patient harm, this is considered reportable as providing cardioplegia is critical for the procedure.

Manufacturer narrative:
Investigation confirmed with user that the reported problem was caused by user error. There was an instance in which the user allowed the arterial pressure went negative, which prevented the cardioplegia pump from running.

Manufacturer narrative:
Investigation is pending the return of the device.

Event description:
User reported that the cardioplegia pump failed when attempting to give cardioplegia. While there was no patient harm, this is considered reportable as providing cardioplegia is critical for the procedure.